Event description:
It has been reported that the system was switching on but x-ray enabling was not happening. No harm to the patient has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that system did not switch on. After reviewing the log file, fse found the issue was due to system unit box and flashlight high end kit. Fse replaced the system unit box and flashlight high end kit. After the replacement of the defective part, the system returned to use in good working order. The codes were updated based on the investigation outcome.